Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2012; (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. It was also noted that the r waves were very small on the electrogram, and a lead integrity alert (lia) triggered. The lead and device remain in use. No further patient complications have been reported as a result of this event.